Event description:
Customer reported the c-arm will move up, but not down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the vertical lift power supply. Sys operates as intended.